Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient born on (B)(6) 1943. The medical history included: hypertension, high cholesterol, thyroid problem (as reported), sleeping problem(as reported) and arthrosis. The concomitant medications included: atenolol and losartan for hypertension; acetylsalicylic acid to avoid clogged artery (as reported); atorvastatin for high cholesterol; levothyroxine sodium for thyroid problem; bromazepam for sleep difficult; glucosamine and chondroitin sulfate sodium for joint pain; omeprazole for unknown indication. The patient received human insulin regular (humulin r), unknown formulation, 4 iu each morning, 6 iu at lunch time and 4 iu each evening, subcutaneously, for the treatment of diabetes, beginning approximately in 2010; the patient also received insulin glargine (another manufacturer), 38 iu at lunch time, unknown route of administration, beginning on an unknown date. According to reporter, patient received both insulins via humapen luxura burgundy. On an unknown date, reported as in the beginning of the treatment, the patient was feeling nervous when she had to inject the insulin, therefore the husband of the patient started to inject the insulins for her. The patient did not receive any corrective treatment for the event of nervousness and also did not recover from it. In 2010 or 2011, unknown time after human insulin regular and insulin glargine therapy started the patient experienced hypoglycemia of 32 mg/dl and had to went to the emergency room to receive glucose and oxygen mask as corrective treatment, however it was unknown if the patient was hospitalized. The event of hypoglycemia of 32 mg/dl was considered serious by the company due to its medical significance. The patient did not recover from the event of hypoglycemia of 32 mg/dl. On (B)(6) 2011, around one year after human insulin regular therapy started and unknown time after insulin glargine therapy started, the patient experienced ruptured appendix and had to be hospitalized. It was reported that the patient could not be operated in the beginning due to her high glycemia level, it was at 520 mg/dl (normal range was not provided), which prolonged the hospitalization. The glycemia of the patient took long time to get down; therefore the surgery only happened on (B)(6) 2011. On (B)(6) 2011 the patient underwent in an unspecified emergency surgery, and had 12cm of her intestine removed (as reported) as corrective treatment. The patient stayed in the ICU (B)(6) 2011. It was also reported that during the hospitalization the patient received human insulin nph (unknown manufacturer), unknown starting date, formulation, dose, frequency, route of administration, for the treatment of the high glycemia levels; however it was also reported that the glycemia did not go down (conflicting information as it was also reported that the glycemia did go down, and the surgery was possible). On (B)(6) 2011 the patient was discharged from the hospital, however the outcomes for the events of ruptured appendix and high glycemia were not provided. In 2012, around two years after human insulin regular therapy started, unknown time after insulin glargine started and approximately one year after human insulin nph therapy started the patient experienced arthrosis worsening. It was reported that the joints of her fingers were crooked. The patient received glucosamine and chondroitin sulfate sodium as corrective treatment for the arthrosis worsening, however she did not recover from this event. In 2013, around three years after human insulin regular therapy started, unknown time after insulin glargine started and approximately two years after human insulin nph therapy started the patient experienced another episode of hypoglycemia of 32 mg/dl and once more she had to went to the emergency room to receive glucose and oxygen mask as corrective treatment, however it was also unknown if the patient was hospitalized. The patient did not recover from the event of hypoglycemia of 32 mg/dl . On an unknown date, unknown time after human insulin regular, insulin glargine and human insulin nph therapies started the patient experienced injection site pain, bleeding and bruising. The patient did not receive any corrective treatment for the events of injection site pain, bleeding and bruising and did not recover from them. On an unknown date, unknown time after human insulin regular, insulin glargine and human insulin nph therapies started the patient experienced hyperglycemia of 600 mg/dl, which was considered serious by the company due to its medical significance. The patient did not receive any corrective treatment for the hyperglycemia of 600 mg/dl and also did not recover from it. It was reported that the humapen luxura burgundy (batch: 1007b01 pc associated as 3367745) was dripping the insulin (unspecified which one) after the needle was removed from the skin. The reporter stated that he thought the human insulin regular did not come out completely in the skin of patient (as reported). No further details was provided. It was also reported that this problem had happened in all injections (as reported). The patient underwent in a blood and urine laboratory exams, however no details were provided. The human insulin regular therapy was continued, however the status of the insulin glargine and human insulin nph were not provided. It was unknown who was the operator of the humapen luxura burgundy and if he or she were trained. It was unknown for how long this device model had been used however the complained humapen luxura burgundy had been used for about six years. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not relate the events of hypoglycemia of 32 mg/dl (both episodes), hyperglycemia of 600 mg/dl, arthrosis worsening, nervousness, and injection site pain to the human insulin regular. The reporting consumer related the events of injection site bleeding and injection site bruising to the human insulin regular. No further relatedness opinion was provided. Edit 06jul2015: changed corrective treatment information for the event of hypoglycemia of 32 mg/dl in both episodes. Edit 06jul2015: upon internal review added product complaint number in narrative. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further followup is planned. Evaluation summary: a consumer reported on behalf of a female patient that the patient's humapen luxura device was dripping the insulin after the needle was removed from the skin, even when the needle was left in place in the skin beyond the recommended 5 seconds. The patient experienced hyperglycemia and hypoglycemia. The call center attempted to troubleshoot the device and the reporter did not see drops of insulin leaving the needle. Investigation of the returned device (batch 1007b1, manufactured july 2010) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The user manual provides the proper steps for priming the device which will remove air bubbles. If the user neglects to or incorrectly primes their pen, the presence of a large air bubble may delay the completion of the injection beyond the recommended 5 seconds and drops may appear at the tip of the needle. There is evidence of improper use. The patient did not prime the device. This may be relevant to the complaint of hyperglycemia.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient born on (B)(6) 1943. The medical history of the patient included hypertension, high cholesterol, thyroid problem (as reported), sleeping problem (as reported) and arthrosis. The concomitant medications included atenolol and losartan for hypertension; acetylsalicylic acid to avoid clogged artery (as reported); atorvastatin for high cholesterol; levothyroxine sodium for thyroid problem; bromazepam for sleep difficult; glucosamine and chondroitin sulfate sodium for joint pain; omeprazole for unknown indication. The patient received insulin glargine (another manufacturer), 38 iu at lunch time, subcutaneously, for diabetes, beginning on an unknown date in 2007. It was unknown how insulin glargine was delivered. And the patient also received human insulin regular (humulin r), unknown formulation via humapen luxura burgundy, 4 iu each morning, 6 iu at lunch time and 4 iu each evening, subcutaneously, for diabetes, beginning approximately in 2010. On an unknown date, reported as in the beginning of the treatment, the patient was feeling nervous when she had to inject the insulin, therefore the husband of the patient started injecting the insulins for her. The patient did not receive any corrective treatment for the event of nervousness. In 2010 or in 2011, unknown exact time after starting insulin glargine and human insulin regular therapies, the patient experienced hypoglycemia of 32 mg/dl and had to went to the emergency room to receive glucose and oxygen mask as corrective treatment; however, it was unknown if the patient was hospitalized. The event of hypoglycemia of 32 mg/dl was considered serious by the company due to its medical significance. The patient did not recover from the event of hypoglycemia of 32 mg/dl. On (B)(6) 2011, around four years after starting insulin glargine therapy and around one year after starting human insulin regular therapy, the patient experienced ruptured appendix and had to be hospitalized. It was reported that the patient could not be operated in the beginning due to her high glycemia level, it was at 520 mg/dl (normal range was not provided), which prolonged the hospitalization. The glycemia of the patient took long time to get down; therefore the surgery only happened on (B)(6) 2011. On (B)(6) 2011, the patient underwent unspecified emergency surgery, and had 12 cm of her intestine removed (as reported) as corrective treatment. The patient stayed in the intensive care unit (ICU) from (B)(6) 2011. It was also reported that during this hospitalization the patient received human insulin nph (unknown manufacturer), unknown formulation, dose, frequency, route of administration, for high glycemia levels, beginning on unspecified date. It was unknown how human insulin nph was delivered. It was reported that the glycemia did not go down (conflicting information as it was also reported that the glycemia went down, and the surgery was possible). On (B)(6) 2011, the patient was discharged from the hospital. In 2012, around 5 years after starting insulin glargine, around two years after starting human insulin regular therapy, and approximately one year after starting human insulin nph therapy, the patient experienced arthrosis worsening. It was reported that the joints of her fingers were crooked. The patient received glucosamine and chondroitin sulfate sodium as corrective treatment for the arthrosis worsening; however, she did not recover from this event. In 2013, around 6 years after starting insulin glargine, around three years after starting human insulin regular therapy and approximately two years after starting human insulin nph therapy, the patient experienced another episode of hypoglycemia of 32 mg/dl and once more she had to went to the emergency room to receive glucose and oxygen mask as corrective treatment, however, it was also unknown if the patient was hospitalized. The patient did not recover from the event of hypoglycemia of 32 mg/dl. On an unknown date, unknown exact time after starting insulin glargine, human insulin regular, and human insulin nph therapies, the patient experienced injection site pain, bleeding and bruising and did not receive any corrective treatment for these events. On an unknown date, unknown exact time after starting insulin glargine, human insulin regular and human insulin nph therapies, the patient experienced hyperglycemia of 600 mg/dl, which was considered serious by the company due to its medical significance. The patient did not receive any corrective treatment for the hyperglycemia of 600 mg/dl and also did not recover from it. It was reported that the humapen luxura burgundy (batch: 1007b01, pc associated as (B)(4)) was dripping the insulin (unspecified which one) after removing the needle from the skin. The reporter stated that he thought the human insulin regular did not come out completely in the skin of patient (as reported). No further details were provided. It was also reported that this problem had happened in all injections (as reported). The patient underwent blood and urine laboratory exams, however, no details were provided. On (B)(6) 2014 at 11 p.m., around 7 years after starting insulin glargine, around four years after starting human insulin regular, and around three years after starting human insulin nph therapies, the patient was taken to hospital unconscious and her blood glucose was 40 (unit was not provided). These events were considered serious by the company due to medically significant reasons. As corrective treatment the patient received oxygen mask and glucose. The patient was discharged from hospital on (B)(6) 2014 at 5 a.m. Information regarding outcome was not provided. It was provided the patient felt unwell in the bathroom, described as she lost the strength in the left arm and left leg; and on (B)(6) 2014, the patient was taken to hospital because her left arm and left leg were completely numb; she also experienced dizziness. It was provided the patient was met in emergency of hospital, underwent unspecified exam and was released. Information regarding corrective treatment and outcome for the events was not provided. On (B)(6) 2014, the patient was hospitalized due to urinary infection, and during hospitalization the patient experienced glycemia of 356, 342, 191, 360, 351 and 181 (unit and normal range were not provided). These values of glycemia were considered high by the reporting consumer. It was also provided the patient underwent kidney tomography and unspecified exams at hospital due to urinary infection but results and normal range were not provided. On (B)(6) 2014, the patient was discharged from hospital. As corrective treatment for urinary infection the patient received cefuroxime sodium during hospitalization and cefuroxime axetil when she was discharged from hospital; however, the patient experienced diarrhea and dizziness due to cefuroxime axetil (zinat) therapy, unknown dose, frequency and route of administration. The patient discontinued cefuroxime axetil and started receiving ciprofloxacin therapy and recovered from urinary infection. It was provided the patient had difficult to sleep because she got up of the bed at least four times during the night, to go to the bathroom to urinate. The patient did not receive corrective treatment and did not recover from nocturia. As of (B)(6) 2015, it was provided the patient recovered from ruptured appendix; her glycemia still varied a lot (glycemia went up and went down); sometimes, the patient experienced pain and bruising at injection site but she did not experience bleeding (recovered from bleeding); and she still experienced nervousness. Additional information regarding arthrosis was not provided because the patient had not returned to the doctor yet to show the result of bone densitometry. On (B)(6) 2015, the patient experienced glycemia of 325 in the afternoon and 205 at 10 p.m., on (B)(6) 2015, glycemia was 90 and on (B)(6) 2015, the glycemia was 61 (unit and normal range were not provided). It was provided the patient did not eat anything that contained sugar and even then, she experienced oscillation of glycemia. Also, it was provided the patient was very anxious and that her organism was very unstable. The patient would undergo unspecified exams (requested by the endocrinologist) after normalizing glycemic rates. As of (B)(6) 2015, it was provided that sometimes the patient experienced dizziness when the glycemia was high or low. The human insulin regular therapy was continued, cefuroxime axetil was discontinued and the status of the insulin glargine and human insulin nph were not provided. It was unknown who was the operator of the humapen luxura burgundy and if this person was a trained user. It was unknown for how long this device model had been used; however, the complained humapen luxura burgundy had been used for about six years. The device returned and no malfunction was identified. There was evidence of improper use as the device was not primed. The reporting consumer did not relate the events of hypoglycemia of 32 mg/dl (both episodes), hyperglycemia of 600 mg/dl, arthrosis worsening, nervousness, nocturia and injection site pain to human insulin regular. The reporting consumer related the events of injection site bleeding and injection site bruising to human insulin regular; and related the events of diarrhea and dizziness to cefuroxime axetil therapy. No other opinion of relatedness was provided between the events and human insulin regular, human insulin nph, insulin glargine and cefuroxime axetil therapies. Edit 06jul2015: changed corrective treatment information for the event of hypoglycemia of 32 mg/dl in both episodes. Edit 06jul2015: upon internal review added product complaint number in narrative. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 17-aug-2015: additional information received on 12-aug-2015 from initial reporting consumer. It was updated the outcome of the events of ruptured appendix and injection site bleeding; added additional information regarding outcome of the events of hyperglycemia, hypoglycemia, arthrosis and nervous, and it was updated the as reported of the events of hyperglycemia and hypoglycemia; added the patient was hospitalized due to blood glucose was 40; added bone densitometry and kidney tomography as exam, and added results of blood glucose tests; added the human insulin regular was delivered via humapen luxura burgundy; added non-serious adverse event of nocturia, and added serious adverse events of urinary infection, dizziness and numbness of limbs. It was added indication for use, route of administration and start date of insulin glargine. Corresponding fields and narrative were updated accordingly. Update 20-aug-2015: additional information received on 19-aug-2015 from initial reporting consumer. It was added results of blood glucose tests; added the patient underwent unspecified exams due to urinary infection; added the patient did not eat anything containing sugar; added the patient would undergo unspecified exams; added corrective treatments cefuroxime sodium, cefuroxime axetil, and ciprofloxacin for urinary infection, oxygen and glucose for glycemia was 40 and hypoglycemic unconsciousness; updated the outcome of urinary infection; added cefuroxime axetil as suspect medication; added non-serious adverse event of diarrhea, anxious and weakness of limbs; added serious adverse event of hypoglycemic unconsciousness; changed to non-serious adverse event the events of numbness of limbs and dizziness; added additional information regarding hypoglycemia that the patient experienced on (B)(6) 2014 and changed to other reason the serious criteria; and added information regarding numbness of limbs in narrative. Corresponding fields and narrative were updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.